Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the bowel during a laparoscopic right hemicolectomy, the stapler was able to fire but there was a leakage from the staple line. Reoperation was performed. The event resulted to unanticipated tissue loss and tissue damage. It was stated that the procedure was extended to 30 minutes or more and patient¿s hospitalization was extended.